Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said that on late friday/early saturday he received poor communication screen when attempting to connect to his ins. Pt said that this is his 3rd possible overdischarge and his manufacturer's representative (rep) advised him in the past that if he has 3 he needs to get his ins replaced. Patient redirected to hcp and rep. No symptoms reported.